Event description:
Pd pt has reported that when she goes to the second connection, the connection does not fit the catheter and there is some leakage. There was no reported pt injury. A companion sample is available for evaluation.